Event description:
A medtronic representative reported that the stealthstation treon treatment system shut off. The medtronic representative performed troubleshooting and found that a site representative, in a different environment, used an extra video cable and plugged into the video splitter. This caused the monitor cable to come loose form the splitter, causing the screen to go black giving the appearance to have turned off. The system has been tested and is functional. There was no pt present.

Manufacturer narrative:
The medtronic representative could not replicate the issue after testing the software and leaving the system running for awhile. Following discovery of user error, the connections were re-secured and tested. Issue has not reoccurred.